Event description:
A report was received that stated that a patient received insufficient local anesthesia when the suspect medical device was used. It was necessary to place the patient under general anesthesia during the procedure.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.